Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, a low priority 30166 alarm was identified. The amia device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of this issue was an unclamped solution line 4 during priming of the cassette. There was no evidence of nonconforming product or product malfunction. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, a low priority 30166 alarm was identified in the log. This alarm occurred on (B)(6) 2015 at 20:04. No additonal information is available.